Manufacturer narrative:
.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the stent graft was inadvertently deployed above the intended landing above the left inferior renal artery. A balloon expandable stent was placed in the renal artery maintain patency. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.